Manufacturer narrative:
All customer's beds have been verified to be in proper working order by the customer.

Event description:
It was reported through "notice of breach of warranty" that the claimant was taking a pt for a procedure. Reportedly, when exiting the elevator, the bed "kicked forward, pinning [the claimant] between the bed and the elevator door." Reportedly, the claimant sustained injuries to her pelvis and back.